Event description:
The user facility reported that the angio-seal guidewire could not be inserted either. After several attempts, it was successful, however, after insertion into the artery, the plug did not come out, it remained rolled up in the device. A compression dressing was applied to the patient. There were no complications, and there was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the original sample was not returned. The exact root cause cannot be determined. The likely root cause is there was an obstruction to the anchor posting to the tip of the sheath. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).